Event description:
Inhaled nitric oxide machine connected to patient's ventilator started making abnormal noises, so discontinued and replaced with fully functional machine. No harm to patient; machine still worked. Ino max ds/ir.